Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the completion of the implant procedure this lead was found to have dislodged. A revision procedure was performed wherein the lead was repositioned and helix extended using a competitor fixation tool as the physician suspected an issue with the included tool that resulted in incomplete deployment of the helix at initial implant. It was confirmed the lead remains in service and remain fully functional. No adverse patient effects were reported.